Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 6.4cm abdominal aortic aneurysm. It was reported on a follow-up CT that the patient had an endoleak but presented with no symptoms. A stent graft fracture was suspected. The physician repaired the endoleak with an aui device, a limb extension and an occluder and the patient received a femoral-fermoro bypass. As per the physician, the cause of the event was the stent fracture in the bifurcated stent graft. No additional clinical sequelae were reported and the patient is fine.